Event description:
It was reported that, "blockers shredded when being inserted. He was complaining about cross threading. Ultimately, the blockers were inserted and removed."

Manufacturer narrative:
The device has been received by the manufacturer, however, the investigation is on-going. Any additional information obtained through product investigation will be submitted via a supplemental report.